Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a femoral stenting treatment procedure, stent migration occurred. The physician was attempting to treat a 60% stenosed, 6x50mm lesion located in the severely calcified, non-tortuous femoral artery with a 7x60x120mm epic stent. The lesion was pre-dilated with another manufacturer's balloon, however, the lesion was resistant. The physician advanced the epic stent to the lesion, and as the distal end of the stent was being deployed, the stent moved forward about 1 centimeter. The physician was able to pull the stent back into position and complete the deployment of the stent without any problems. The final result of the stent was well positioned, well apposed, and fully expanded. There were no reported patient complications. The patient's status is listed as "stable". This product is only ous approved but it is similar to an approved us device.